Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the hub connection during the flush. The following information was provided by the initial reporter: "after insertion of insyte autoguard bc (22g), leaking was observed where the catheter meets the hub upon flushing."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of a 22ga x 1.00in. Insyte autoguard bc unit. The photo displays the device being flushed. Through the visual inspection media was observed which indicates the device had been used before this testing. There also appears to be a drop of water just above the nose of the adapter. Although a physical sample was not provided to confirm the leak, the photo appears to demonstrate the reported issue. However, without the physical device for microscopic analysis and leak testing, the cause of the leak could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the hub connection during the flush. The following information was provided by the initial reporter: "after insertion of insyte autoguard bc (22g), leaking was observed where the catheter meets the hub upon flushing."